Event description:
The patient was injected into the left and right nasolabial area, marionette lines at the left and right of the oral commissure, and the left and right cheek. The patient allegedly developed nodules two weeks later. The patient was prescribed benzaclin, klaron lotion and oral antibiotics for acne. Two weeks after the date of event, the patient received amphadase, 80mg.

Manufacturer narrative:
Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.